Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between june 2006 and october 2012.(B)(4): the device remains implanted.

Event description:
The literature article retrospectively evaluated safety and efficacy of the stent-assisted coil embolization (sace) of aneurysms with small parent vessels. All patients (total 41) with parent vessels of =2 mm in diameter who underwent stent-assisted aneurysm treatment with either a subject stent or a non-stryker stent at the institution between june 2006 and october 2012 were identified. Patient # 1(see table 2) underwent sace of the posterior inferior cerebellar artery (pica) aneurysm with the subject stent. Stent misplacement due to technical difficulties occurred resulting in partial aneurysm neck coverage. However, imaging showed complete aneurysm obliteration during the follow-up. The patient was found stable during follow-up. No further details provided.